Event description:
False positive result (s). Took this test in prep for some friends coming over. I returned a positive result. My wife returned a negative result. I took a different brand (twice) and came back negative each time. Again, no symptoms. My review is consistent with others here. Dont recommend.